Event description:
A peritoneal dialysis (pd) patient caregiver reported that the night before there was a fluid leak encountered during pd treatment. There were 9 air detected in cassette warnings during drain 2 of treatment. When caregiver was resetting up there was a balloon valve leak warning encountered. Fluid leak was discovered as there was fluid in the floor and in the pump module area of the cycler. In a follow up, the caregiver said there was no harm, intervention of adverse event associated with the fluid leak. The patient did received a new cycler that is working well. The cycler set is available to return as a sample.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that the night before there was a fluid leak encountered during pd treatment. There were 9 air detected in cassette warnings during drain 2 of treatment. When caregiver was resetting up there was a balloon valve leak warning encountered. Fluid leak was discovered as there was fluid in the floor and in the pump module area of the cycler. In a follow up, the caregiver said there was no harm, intervention of adverse event associated with the fluid leak. The patient did received a new cycler that is working well. The cycler set is available to return as a sample.